Event description:
It was reported that during a procedure at the user facility the device overheated. It was also reported that the overheating of the device caused the patient to feel pain, numbness, and a feeling of paralysis after the surgery. No additional information regarding the event was provided by the user facility.

Manufacturer narrative:
The serial number was originally reported as unknown and has been updated to (B)(6). H3 other text : product not being returned for evaluation.

Manufacturer narrative:
Product not being returned for evaluation.

Event description:
It was reported that during a procedure at the user facility the device overheated. It was also reported that the overheating of the device caused the patient to feel pain, numbness, and a feeling of paralysis after the surgery. No additional information regarding the event was provided by the user facility.